Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sigma tibial implant impactor cracked when implanting the tibial component. All pieces were retrieved from the surgical site. No delay in the procedure was noted.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.